Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump rejected new batteries and received a failed batt test, unexplained no-delivery alarms, motor errors, multiple rewinds, and battery cap damage. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will not be returned for product analysis.

Manufacturer narrative:
Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed rewind test, displacement test, self test and passed off no power test. No failed batt test noted during testing. However, unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly, no delivery alarm due to motor error alarm. Pump history download using thds was successful. There are no failed batt test, no delivery, motor error alarms reported on event date. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: stripped battery cap coil slot (p), scratched case, stained keypad overlay, stained address/serial number label and stained end cap sticker. Failed batt test alarm, rewind anomaly not confirmed. Unable to confirm prime/fill anomaly, no delivery alarm due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold) and stripped battery cap coil slot (p) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.